Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient presented with pain and bone scan revealed loose femoral and tibial components in patients' right knee.

Manufacturer narrative:
An event regarding triathlon femoral component loosening was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned for evaluation medical records received and evaluation: not performed as patient medical records were not provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient presented with pain and bone scan revealed loose femoral and tibial components in patients' right knee.